Manufacturer narrative:
The technician found the caster attachment bolt was missing. He replaced the caster attachment bolt was missing. He replaced the caster attachment bolt to repair the bed.

Event description:
Info received indicates the left head caster not locking in brake correctly. It continues to swivel 360 degrees.